Event description:
It was reported the clavicle plate broke post-operatively. Additional information received indicated the broken plate was explanted and replaced with a new implant. No further information is available despite follow up attempts.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
The part number 70-0123-s, distal clavicle plt 2.3mm 16 hole, right was returned for evaluation. The returned plate was examined under magnification. The plate had broken at the first hole under the part number on the proximal end. Screws were also returned part numberco-t2312-s and part number co-t2314-s which showed signs of wear. It could not be determined how the plate broke.